Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the servers were updated while medstations were not updated and the station was unable to sync. A field service engineer reimaged the station to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system hard drive firmware was not updated, and an error message was displayed. The customer stated that they were able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.